Event description:
The customer reported that they received erroneous results for one patient sample tested for free triiodothyronine (ft3) and free thyroxine (ft4). The sample initially resulted as 7.97 pmol/l for ft3 and 31.44 pmol/l for ft4. It was asked, but it is not known if these initial values were reported outside of the laboratory. The sample was sent to another site for testing on a centaur analyzer on (B)(4) 2014. The centaur analyzer results were 2.9 pg/ml for ft3 and 1.02 ng/dl for ft4. The values from the centaur analyzer were within normal range. The patient was not adversely affected. The ft3 reagent lot number was 177312 and the ft4 reagent lot number was 177593. The customer was asked, but did not provide the ft3 and ft4 reagent expiration dates.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was submitted for further investigation. The customer's results were confirmed. An interfering factor against the ruthenium-labeled detection antibody of both ft3 and ft4 assays was identified in the sample. Product labeling documents this interference. The following fields have been updated: brand name; common device name and product code; catalog number, lot number, and expiration date; manufacturing site; PMA/510(k) number. Other reagent(s) involved in the complaint: brand name: ft4, free thyroxine. Common device name: radioimmunoassay, free thyroxine catalog number: 06437281190, lot number: 177593, expiration date: asku, manufacturing site: same as entered on PMA/510(k)#: k961489.